Event description:
Pt had continuous infusion of d20 1/4 at 11.2cc an hr via pump. The tubing was occluded above the pump. The volume infused displayed indicated the expected volume had infused. The pump did not alarm occlusion. The correct volume did not infuse and the pt's blood sugar fell to 21. The pt had a seizure with apnea and a fall in o2 saturation requiring respiratory resuscitation. Current medical status is stable.